Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported when he tried to press and hold the check key on the pump to rewind the piston rod, it would not work. Attempted several tries but failed. Patient stated he held the check key for much longer than 3 seconds and it did finally return the piston rod. The failure is intermittent. No adverse event reported. Requested return of the alleged pump for evaluation.